Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the cusa excel 23khz straight handpiece (c2600p) had a cracked housing. Additional information was later received indicating the following: issue detected at the beginning of surgery patient was yet asleep no consequence for patient except for loss of time to bring another handpiece and to assembly it increase of surgery time of 30 minutes minimum they finished the surgery normally.

Event description:
N/a.

Manufacturer narrative:
The cusa excel 23khz straight handpiece (c2600p) was returned for evaluation: device history record (DHR) ¿ the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - the investigation of the unit confirmed the complaint as valid: the transducer found to be twisted in the handpiece housing, as the torque base was not or not correctly used due to user mistake. The housing and all o-rings have been replaced, and a full function test including calibration and safety test according to the manufacturer's specification have been performed. Root cause - the root cause was confirmed as overtorquing due to incorrect assembly and disassembly of the handpiece by the customer using the torque wrench. This resulted in torque wrench misaligning the dot on the handpiece and the handpiece connector. A corrective and preventative action (CAPA) has been raised to investigate the primary impact dissemination of information, for example, post operative intervention for purposes of removing the tip and cleaning.